Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blurry image. The event had occurred during set up in room.

Manufacturer narrative:
Updated fields: b5, d8, d9, g3, g6, h2, h3 and h6. The device was returned, and the customer complaint of blurry image was confirmed. No other issues were identified. Based on the results of the investigation, it is likely the following led to the malfunction: environmental humidity on the lens. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There was no further information received from the customer.